Event description:
It was reported that the customer's insulin pump had a blank display. The customer's father had to change the battery in the insulin five times until the display came back on. The customer's blood glucose was 289 mg/dl. Troubleshooting was done. The customer's insulin pump had not been dropped, bumped or exposed to moisture. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to interface board. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.